Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient experienced pain and drainage from their pocket site, about four weeks after getting the neurostimulator implant. The patient went to the emergency department to have the pocket assessed. The patient was prescribed antibiotics. The patient reached back out today to report that their pain and drainage got worse over the weekend and they scheduled to have the device explanted today. The patient is doing well after explanting the neurostimulator and tined lead. The patient said they are sore but happy they were able to get it taken out as quickly as they did. The patient will be reimplanted in 6 weeks.

Event description:
It was reported the patient experienced pain and drainage from their pocket site, about four weeks after getting the neurostimulator implant. The patient went to the emergency department to have the pocket assessed. The patient was prescribed antibiotics. The patient reached back out today to report that their pain and drainage got worse over the weekend and they scheduled to have the device explanted today. The patient is doing well after explanting the neurostimulator and tined lead. The patient said they are sore but happy they were able to get it taken out as quickly as they did. The patient will be reimplanted in 6 weeks.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Correction to block e1. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection", "pain" and "purulent discharge" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient experienced pain and drainage from their pocket site, about four weeks after getting the neurostimulator implant. The patient went to the emergency department to have the pocket assessed. The patient was prescribed antibiotics. The patient reached back out today to report that their pain and drainage got worse over the weekend and they scheduled to have the device explanted today. The patient is doing well after explanting the neurostimulator and tined lead. The patient said they are sore but happy they were able to get it taken out as quickly as they did. The patient will be reimplanted in 6 weeks.